Event description:
A customer had problem with a dual lumen PICC. The custome reports "the PICC is leaking and had to be replaced."

Manufacturer narrative:
The customer reports that a sample is not due to be returned for evaluation. An investigation is currently underway upon completion the results will be forwarded.